Event description:
The operative report only states "device malfunction". It is unknown as to what the malfunction was or its origin.

Event description:
The operative report only states "device malfunction". It is unknown as to what the malfunction was or its origin.